Event description:
It was reported that during meniscus surgery, when device was ready to advance t1, t1 and t2 fell off simultaneously. Unknown if there was a delay, if backup was available and how the issue was resolved. No patient injury or other complications were reported.

Manufacturer narrative:
One 72201491 ultra-fast-fix needle delivery system device returned. The complaint stated: ¿when device was ready to advance t1, t1 and t2 fell off simultaneously.¿ the protective blue split cannula was returned covering the needle. The white depth/penetration limiter was returned trimmed. T1, t2 and suture were not returned. Partial segment of torn suture was returned separated from the needle. The manual advancement button and actuator was found fully advanced. Anchor advancement, release and stripping off are user controlled actions on this product. There is no automatic deployment mechanism. The needle was bowed toward the right. No root cause related to the manufacture of the device was confirmed.